Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd¿ syringe with bd luer-lok¿ tip was found with foreign matter as¿ hair was found in the syringe.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: a sample was received in the (B)(4) plant for evaluation. The sample provided showed a hair inside of the syringe therefore failure mode is verified. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. No batch number was provided to do a DHR/qn review. Investigation conclusion: origin of hair is unknown. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed.